Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met released criteria. (B)(4).

Event description:
A customer reported the following bilateral intraocular lens (iol) implant surgeries, she experienced flashes, was not able to see in the light, had eye discomfort, and was unable to read. The surgeon performed fluorescence angiography and determined the iols to be contributing to these symptoms. The iols remain implanted. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the right eye.